Event description:
The technician alleged the bed exit alarm is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit side rail interface to resolve the issue.